Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical product: comprehensive reverse shoulder glenosphere catalog: 115310, lot#868870 comprehensive primary stem catalog#:113652 lot#:496560, comprehensive reverse tray, catalog#: 115375, lot#: 360190, comprehensive reverse humeral bearing catalog#:xl-115363 lot#:369090, comprehensive reverse shoulder glenoid baseplate catalog#:115330 lot#:422790, comprehensive reverse central screw catalog#: 115396 lot#:424640, comprehensive locking screw, catalog#: 180500, lot#: 770390, comprehensive locking screw, catalog#: 180502, lot#: 568050, comprehensive locking screw, catalog#: 180503, lot#: 770430. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has not yet indicated if the product will be returned to zimmer biomet for investigation. The devices remain implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02526/ 0001825034-2017-02554/ 0001825034-2017-02555/ 0001825034-2017-02556/ 0001825034-2017-02557. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-02806/ (B)(4)/ 1825034-2016-03470/ 1825034-2016-04831/ 0001825034-2016-02804/ 0001825034-2016-02805. Concomitant medical products: comprehensive reverse shoulder glenosphere catalog: 115310, lot#868870, comprehensive cntrl catalog#: 1153696 lot#:424640, stem catalog#:113652 lot#:496560, tray catalog#:115370 lot#:unk, humeral bearing catalog#:xl-115363 lot#:369090, versa dial taper catalog#:118001 lot#:707740, shoulder glenoid baseplate catalog#:115330 lot#:422790, stem catalog#:113632 lot#:485330, comprehensive central screw catalog#: 115383 lot#:787000, humeral bearing catalog#:xl-115363 lot#:950910, reverse shoulder catalog#:115310 lot#:921470, humeral bearing catalog#: xl-115363 lot#:450680.

Event description:
It is reported the patient is experiencing pain and headaches approximately eight months following revision shoulder procedure. No revision procedure has been indicated to date. No additional patient consequences were reported.